Manufacturer narrative:
(B)(4). Approximate age of device - 6 months, 9 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 due to severe gastrointestinal bleeding. Blood in the stool was found, and rectal bleeding due to an ulcer was determined to be the cause of active patient bleeding. Several continuous low flow alarms were observed and determined to be due to a loss of blood. The patient was treated with blood products. The bleeding was resolved and the patient was discharged. No other unusual events noted. The pump was performing as intended.